Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Based on the investigation results, we presume that using water filters beyond its time limit for replacement may have caused some impact on the filter section. This could have led to increased capture of substances present in the tap water, causing the water filter to become clogged. The definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the water filter had not been replaced for about a year. The reported issue occurred during set-up, prior to patient use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.